Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown reporter's first name and email not provided/unknown. Device not returned.

Event description:
It was reported that the implant was removed electively by the patient. The patient felt that her health was in decline due to the implant. Tooth location 30.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris from use about the implant threads and the platform. However, the implant had no evidence of any significant damage or malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The product matched print specifications where measured against drawing. No device malfunction was found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report d4: device expiration . D4: UDI . D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.